Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality stress testing with a known good ECG cable and multifunction cable on a simulator without duplicating the report. The multifunction cable used at the time of the event was not returned for evaluation. The device was recertified and returned to the customer with a replacement multifunction cable. Analysis for reports of this type has not identified an increase in trend.